Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/29/2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked in the thread area. The returned battery cap was observed to be damage free. The pump powered on with the use of the returned battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU). The battery compartment was observed to be intact. A cartridge cap was not returned with the pump; a test cartridge cap was used during the analysis. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. A second battery compartment crack was found below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was experiencing an intermittent-power issue, which is identified by the presence of power-reboot events. In addition, it was reported that the battery compartment was cracked. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that the battery cap was secured to the pump case per the IFU upon the last attempt to secure the battery cap prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.